Manufacturer narrative:
The explanted leads and extensions were discarded by the medical facility, and will not be returned for evaluation.

Event description:
A report that the patient's precision system was explanted due to a lead protruding through the skin was reported. The patient's skin was very sensitive around the ipg site due to his diabetes and falling multiple times. The physician elected to explant the system. A culture was taken and came back negative. The physician is reportedly doing well.